Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, it followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. There is no correlation between the reported iliac rupture and type 4 endoleak based on the info provided. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. Another MFR's stent was deployed to resolve the reported rupture (1820334-2010-00601) and the physician confirmed the type 4 was resolved. Etiology of the suspected endoleak and actions that resolved are unk. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since both side of access vessels were severely tortuous. Moreover, right external iliac artery was embolized. The procedure was performed as prescribed. After stent grafts were placed, the distal site of left iliac leg was secured with the coda balloon catheter. At that time, the balloon was ruptured. Final angiography revealed left common iliac artery was ruptured. (1820334-2010-00601) proximal site was occluded with the coda balloon catheter and the add'l iliac leg was placed at left external iliac artery, however, it was noted a type IV endoleak was caused. Angiography was performed several times, and it was confirmed the type IV endoleak existed. The physician thought the add'l iliac leg wouldn't resolve the left common iliac rupture, and another MFR's stent (16 mm 12 cm) was placed over the add'l iliac leg. It was confirmed that the type IV endoleak was resolved. The physician is planning to embolize both internal iliac arteries. The pt is fine.